Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a ¿haze/mist¿ emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device available for evaluation correction from no to yes. Reason for non-evaluation correction from not returned to manufacturer to device evaluation anticipated, but not yet begun. (B)(4).

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue, system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist issue was reviewed from (B)(6) 2017 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The reason for return of the catalytic converter was not confirmed as the cycle passed testing. The oil mist filter was returned and tested. The reason for return of the oil mist filter was not confirmed as the cycle passed testing. The assignable cause of the haze/mist issue is likely due to the oil mist filter and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).